Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tibial nail advanced ø10 l375 had the proximal poly inlay loose inside the nail canal. A dimensional inspection for the tibial nail advanced ø10 l375 as it is not applicable to the complaint condition. A functional test was unable to be performed as the 2.5mm reaming rod mentioned in the event description was not returned. The complaint condition was not able to be replicated. However, functionality issues are most likely due to the loose condition of the proximal poly inlay, as it is not locked into the nail, it shifts and guides the reaming rod at an angle and not accordingly through the canal. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø10 l375 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a device history a manufacturing record evaluation was performed for the finished device product code: 04.043.245s-us. Lot number: 1787p55. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 21/09/2022. Manufacturing site: jabil bettlach. Expiry date:31/08/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the tibial nail advanced (tna) failed to pass over 2.5 reaming rod due to the poly insert of the proximal end of the nail. The surgery was successfully completed with surgical delay of 4 minutes. No patient consequences was there.this report is for one (1) tibial nail-advanced / 10mm 375mm / sterilethis is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product code: hwc. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.